Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets leakage at the site events on 29-july-2023. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) -MDR . Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 03-march-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 6000306 was verified and it was found within specifications. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 02/mar/2026 against lot number 6000306 and similar malfunction codes: insertion site egress - trace moisture / superficial wetness, leakage from infusion site (cannula base part/cannula) (specific cause not identified) the review confirmed that lot 6000306 and the identified failure mode are not associated with any non-conformance report (ncrs) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 02/mar/2026 against lot number criteria equal 6000306 and similar malfunction codes: insertion site egress - trace moisture / superficial wetness, leakage from infusion site (cannula base part/cannula) (specific cause not identified) the count of complaint is 2. The complaint numbers are pr (B)(4). Device history record (DHR) review: the sub-assembly: gluing of tubing the lot 6000306 was manufactured according to the form-4905072 version 102 and manufactured in the line/machine: inset 3, on 19-mar-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed , and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.